Event description:
Rash on body [rash generalised]; itching [pruritus]. Case description. Spontaneous report received on 03-feb-2009 from a female pt, whose age, initial, and relevant medical history were not provided. The pt received a series of 3 synvisc injections (joint not provided) on unknown dates. A week after the pt completed the 3 synvisc injections, she experienced a rash on her body and itching. She was prescribed a methylprednisolone dose pack to help with her symptoms. No further info was provided. As of the date of receipt of this report, the pt outcome was unknown.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.